Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss monitoring occurred at the central monitor for both bedside and telemetry monitors. No injury was reported as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to the customer site for further investigation. The customer biomed resolved the issue prior to the fse¿s arrival by restarting the central monitor. The reported issue could not be verified or reproduced by the fse. The findings show a customer network issue to be the likely cause. This report is considered complete and the issue closed.